Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer that the ready for use indicator was not functioning properly. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the rfu indicator, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.